Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys tsh assay result for one patient sample. The initial result was 0.839 uiu/ml and was reported outside the laboratory. The doctor called questioning the result because the patient had another sample tested earlier in the week with a result of 13 uiu/ml. The customer repeated both of the samples from the patient. The repeat result for the sample in question was 6.58 uiu/ml with a data flag which was rounded to 6.6 uiu/ml. This result was believed to be correct. The patient was not adversely affected. The repeat result for the sample from drawn from the patient earlier in the week matched the original result. No specific data was provided. The customer then repeated the sample in question 10 times and the results were all close to 6.6 uiu/ml with data flags. The reagent lot number was 17251301 with an expiration date of 04/30/2017. The customer stated he had noticed the bristles that help prevent static looked bad, the ends were curling, and some seemed to be missing. The field service representative could not find a cause and determined there was possibly an error when the sample was pipetted. He reviewed the precision testing performed ran on the sample in question and checked the system. Performance testing was all within specification.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible general root causes include issues with sample quality or insufficient maintenance of the analyzer.